Event description:
Ep lab personnel were programming an ICD in a pt. The device was being used as a backup defibrillator in case the ICD didn't rescue an induced fibrillation. According to the reporter, the device would not complete a charge when the charge button was pressed. There was no report that the pt was adversely affected as a result of the associated incident.